Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx2 bifurcated was implanted to treat a patient with a tight distal aorta. It was reported that the aorta ruptured and the patient expired approximately 36 hours post implant. The physician stated that he does not believe that the event is related to the afx2 stent graft. It was also noted that the patient has a history of a thoracic aaa.